Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant the patient¿s right ventricular (rv) lead was not fully inserted into the header of the implantable pulse generator (ipg). The connection issue was visible on a chest x-ray one day post-operative. This resulted in failure to pace. The ipg was upgraded and the connection issue was corrected at that time. The rv lead remains in use. No patient complications have been reported as a result of this event.